Event description:
The customer contact reported a tubing separation. Prior to patient use while priming the tubing set with an unspecified solution, the tubing separated from the filter. The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by the hospira personnel.